Manufacturer narrative:
The pump was returned to animas and testing was completed by product analysis on 01/10/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Loss of prime alert was confirmed in the black box history. Investigation found the force sensor calibrations were within specifications. Pump powered on properly and the rewind, load and prime steps were completed successfully without loss of prime alerts. Pump was exercised for 24 hours without incidents. Loss of prime was not reproduced in the investigation.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. Reportedly, patient received repeated loss of prime alerts. Patient stated loss of prime warnings occurred when trying to bolus. The patient indicated that after priming the pump, the pump would emit a loss of prime before the fill cannula step could be completed. Patient had to repeat the prime step multiple times to clear the loss of prime alert. Patient denied power loss, extreme temperature change/force, prefilling and reusing cartridges. Patient did cycle cartridges before filling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.